Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the physician used the sheath to implant the right ventricular (rv) lead in ventricular septum, but when slitting, the parameter changed and the sensing "became bad." The physician thought the lead may have dislodged. The physician used a new sheath and implanted the same lead again successfully. No patient complications have been reported as a result of this event.